Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on (B)(6) 2024. Infusion set had been in use for 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.